Event description:
Boston scientific received information that there was farfield oversensing on the right atrial (ra) lead. The signals are sensed, but not marked. It was noted that they cannot measure the p-wave. Stored episodes revealed noise on both channels with 3-4 beats of ventricular oversensing. The episodes correlated with a period of time when the patient had pneumonia with lots of coughing. The caller concern was reduced as the noise and oversensing was unable to be reproduced and all other measurements were normal. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received stating this device was subsequently removed from service due to a system upgrade. No adverse patient effects were reported.